Manufacturer narrative:
One device was received for evaluation for the complaint that the device was showing "system failure" error 46828. The review of event log found that error code 46828 found in logs. During 12-month service history found the same complaint raised in 2025. The visual and functional testing was performed. The reported problem can be replicated, and the probable root cause was the faulty mainboard. After the mainboard was replaced, the pump passed functional and accuracy testing.

Event description:
It was reported that the device was showing "system failure" error 46828 and the event occurred during testing. This error, often associated with failed functional checks (like inability to drive the pump), necessitates replacing the main circuit board. This error could lead to an interruption of therapy if it occurred during infusion. There was no patient involvement.